Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood glucose results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 03/29/2015. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 322mg/dl, and 293mg/dl fasting. Reviewed meter memory: 322mg/dl (B)(6) 2015 10:30:00 am fasting no; 339mg/dl (B)(6) 2015 09:43:00 am fasting yes; 341mg/dl (B)(6) 2015 10:34:00 am fasting yes; 270mg/dl (B)(6) 2015 06:48:00 pm fasting yes; 182mg/dl (B)(6) 2015 07:15:00 am fasting yes. Adverse event not reported.